Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tracheal cuff is leaking during use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The clear cuff was inflated to 25mbar with a calibrated endotest. It was noticed that the pressure of the cuff dropped rapidly and the cuff could not be inflated. The tube was then immersed into water with the cuff inflated. Air bubbles were released from the cuff indicating there was a leak. The leak area was examined under 10x magnification and a tear mark was detected on the cuff. It is likely that the defect occurred due to mishandling of the product during insertion at the user end. The customer reported that the tube was not inspected prior to use. The instructions for use (IFU) states to test inflate the cuff prior to use. A 100% leak test is performed at the manufacturing facility; therefore, a defect of this type would be detected prior to use.

Event description:
The customer alleges that the tracheal cuff is leaking during use.